Event description:
An insurance company reported patient had a memory lens (serial number unk) explanted. The lens was implanted in 2000. Request has been made for additional information, however, no further information is available at the time of this report.